Event description:
A nurse reported a system message occurred during the case and the system shutdown. The system was rebooted and the case was completed. There was no pt injury reported.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. However, the reported system message was present in the event log. The host, power supply, fuse drawer, fuses, ac input module cable, w1 cable, and the standby switch were replaced as a diagnostic measure. The system was then tested and met all product specs. A sample will be returned for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).